Manufacturer narrative:
Updated to reflect the information received on 2017-jul-19 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided on 2017-jul-19 by the patient's healthcare provider (hcp). It was reported that the practice was still unsure if an MRI had occurred within the time frame of the motor stall on (B)(6) 2017 as the patient was not oriented x3. They did not have a record of an MRI at the time of the report.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient receiving morphine (25mg/ml at 5mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that while refilling the pump, the hcp noted that a motor stall had occurred on (B)(6) 2017. On (B)(6) 2017, tube set occurred and the stall recovered. It was noted that the patient had been hospitalized during that period, and could have undergone magnetic resonance imaging (MRI). No patient symptoms were reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-jun-23 device code (B)(4) replaced by (B)(4) and conclusion code (B)(4) replaced with (B)(4) reflect the information received on 2017-jun-23. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jun-23 from the manufacturer's representative. It was reported that upon checking the logs, it was determined that the patient had an MRI while the patient was hospitalized for an unrelated issue when the motor stall occurred. Based on the logs, the pump recovered spontaneously after 52 hours. The initial motor stall occurred on (B)(6) 2017 at 8:32 and recovered on (B)(6) 2017 at 12:33. It was not determined if the patient had been exposed to other prolonged emi. It was believed that the MRI caused the motor stall and tube set, however it was unknown if the MRI occurred during the timeframe of the event. The motor stall/tube set had been resolved. It was reported that the pump would not be explanted. The logs would be checked at the next refill and the patient was instructed to call if they heard alarms, experienced withdrawal, or had another MRI. The manufacturer's representative confirmed that, if the pump was removed, it would be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The motor stall recovery date was (B)(6)2017 and not (B)(6)2017 as initially stated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(4)2017 regarding a patient receiving morphine (25mg/ml at 5mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that while refilling the pump, the hcp noted that a motor stall had occurred on (B)(6)2017. On (B)(6)2017, tube set occurred and the stall recovered. It was noted that the patient had been hospitalized during that period, and could have under gone magnetic resonance imaging (MRI). No patient symptoms were reported. Additional information was received on (B)(6)2017 from the manufacturer's representative. It was reported that upon checking the logs, it was determined that the patient had an MRI while the patient was hospitalized for an unrelated issue when the motor stall occurred. Based on the logs, the pump recovered spontaneously after 52 hours. The initial motor stall occurred on (B)(6)2017 at 8:32 and recovered on (B)(6)2017 at 12:33. It was not determined if the patient had been exposed to other prolonged emi. It was believed that the MRI caused the motor stall and tube set, however it was unknown if the MRI occurred during the time frame of the event. The motor stall/tube set had been resolved. It was reported that the pump would not be explanted. The logs would be checked at the next refill and the patient was instructed to call if they heard alarms, experienced withdrawal, or had another MRI. The manufacturer's representative confirmed that, if the pump was removed, it would be returned for analysis. No further complications were reported.